Manufacturer narrative:
Product analysis results: functional inspection confirmed the expanding screw on the backside of the spacer has been backed out so far that it will not realign to reengage the threads. Optical examination identified one of the upper component's ears has broken off and not returned for analysis and the other is cracked and barely still attached. Visual and optical examination did not identify damage to the nose of the peek upper component. This has rendered the spacer nonfunctional. This type of damage is consistent with excessive force placed on the implant during insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery at l5-s1 due to degenerative disc disease. Intra operatively, the spacer was broke during insertion. No fragment of the implant remaining in the patient. There were no patient complications as a result of alleged event.